Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that they have had programming errors in the past where clinicians will update the rate in the dose field. There was patient involvement but no harm. The customer has made a product enhancement request to include a prompt for clinicians to enter a dose first.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a programming errors -rate in dose field . Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that they have had programming errors in the past where clinicians will update the rate in the dose field. There was patient involvement but no harm. The customer has made a product enhancement request to include a prompt for clinicians to enter a dose first.